Event description:
It was reported that the implants at tooth locations #unknown & #(B)(6) were removed due to inflammation. The patient's ear/nose and throat (ent) doctor recommended implant removal in order to resolve inflammation of the maxillary left sinus.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2023-01114. Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310. H10: narrative/data was updated. The reported implants were returned for evaluation. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. DHR review was completed for the subject lot number 2022071097. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022071097 for similar events and no other complaint was identified. Per the applicable IFU, biomet 3i dental implants should not be placed in patients where the remaining jaw bone is too diminished to provide adequate implant stability. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were customer error (improper techniques used) and patient factors. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.